Event description:
The physician implanted a piece of veritas for abdominal herniation. At an unspecified time following the procedure, the physician claims that the pt suffered re-herniation due to "stretching" of the implanted veritas. While the piece of veritas currently remains implanted, it was reported that the physician intends to remove the piece of veritas at some point in the near future, replacing it with alternative surgical mesh. Note: same problem and reporter as the following MFR report numbers, but involved separate pts and events: 2183620-2009-00063, 2183620-2010-00064, 2183620-2010-00066.

Manufacturer narrative:
No product was returned for eval. A review of the device history record was not possible since the lot number was unavailable.